Manufacturer narrative:
Product complaint # : (B)(4).

Manufacturer narrative:
(B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article entitled, ¿the reliability of a scoring system for corrosion and fretting, and its relationship to material loss of tapered, modular junctions of retrieved hip implants¿ by harry s. Hothi, beng, msc, phd, et al, published by the journal of arthroplasty (2014), vol. 29, pp. 1313-1317, was reviewed for MDR reportability. The aims of this study were to: (1) determine the single-observer repeatability and inter-observer reproducibility of the visual scoring system for the assessment of corrosion and fretting of mom-tha head¿trunnion junctions; (2) determine the prevalence and severity of corrosion and fretting at the head¿trunnion junction of retrieved mom thas; (3) determine the associations between corrosion and fretting scores and the actual volume of material lost at the taper junction. This was a retrospective retrieval study of explanted mom implants. The only depuy products included were 61 explanted asr-xl hip prostheses. Reasons for revision: unexplained pain, aseptic femoral loosening, aseptic acetabular loosening, component misalignment, infection, and unspecified fracture. The authors do not indicate whether these reasons were attributed to the asr-xl or to the competitor products also included in the study. Results of the study: macroscopic and microscopic analysis revealed evidence of corrosion/fretting and wear debris on all three components of the asr-xl. The authors do not provide enough information to determine how many explanted components showed corrosion/fretting and/or wear debris.